Event description:
A normal-sized and heavy female patient (60 - 70 years old) underwent ivtm therapy for therapeutic hypothermia after reanimation. The patient's temperature at the start of ivtm therapy was 35° c, with the target temperature set to 32° c. The solex 7 catheter (lot#: 183878) was smoothly inserted into the patient's right internal jugular vein in a single insertion attempt under a sonographic view. An x-ray confirmed the catheter's placement at a depth limited to just 16cm due to the patient's anatomy. The catheter 3 infusion ports were used for medication, and drug therapy was normal. Following the setup of the start-up kit (suk), the therapy started. After 5 minutes of therapy, the circulatory collapse occurred, as medication could no longer reach the patient. Therapy was paused, and medication was changed to the peripheral venous catheter. However, the solex catheter was tested and the 3 infusion ports remained functional, allowing for flushing and blood aspiration. Additionally, the customer observed medication leakage near the insertion site, and the surrounding tissue thickened. A second central venous catheter (cvc) was inserted to resume the administration of medications. Per the reporter, there was no need for medical intervention to address the observed issues. Hypothermia therapy continued with the same solex catheter. Per the reporter, the customer was using a solex catheter for the first time. The current condition of the patient is stable.

Manufacturer narrative:
The zoll solex 7 catheter was returned to zoll for evaluation, however, the investigation is pending. A follow up report will be filed when the investigation has been completed.

Manufacturer narrative:
The reported complaint that the medication could no longer reach the patient during the use of the solex 7 catheter (lot# 183878) was not confirmed during functional testing of the returned catheter. No issues or discrepancies were found. No device malfunction was observed during the testing. All infusion lumens were flushed without resistance. However, the visual inspection revealed a kink in the shaft, which could potentially be responsible for obstructing the flow of medication. In addition, the customer had reported medication leakage near the insertion site. However, no issues or discrepancies were found on the catheter during testing. No leak or malfunction was observed during testing, and the catheter functioned as intended. The movement of the catheter during the treatment cannot be ruled out as the catheter was placed at 16cm due to the patient's anatomy. The catheter could be moved sufficiently enough to expose the infusion port. The catheter was visually checked, and the catheter shaft was determined to be kinked at the distal end of the manifold. The exact timing and cause of the kink on the catheter shaft cannot be determined; however, improper handling of the catheter cannot be ruled out. Noticed blood residues on the serpentine balloons and in luered tubings. A functional flushing and pressure leak test was performed. All infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi, and no issues were observed. The balloons did not leak during inflation and deflation. The infusion ports functioned as intended. Based on the solex 7® intravascular heat exchange catheter premium access kit instructions for use: catheter preparation and insertion section: item 8. Using centimeter marks on the catheter as positioning reference points, advance the catheter to at least the 18 cm mark to ensure the proximal infusion port is in the vessel. A follow-up training for the solex catheter placement was provided to the customer.

Manufacturer narrative:
Based on the solex 7® intravascular heat exchange catheter kit instructions for use: using centimeter marks on the catheter as positioning reference points, advance the catheter to at least the minimum marker number to ensure the proximal infusion port is in the vessel.